Event description:
Ectopic pregnancy. After insertion of trocar, obturator did not retract. This resulted in scraping and laceration of bowel in two places. (Puncture) trocar went in smooth and without incident. Physician then stated on 2nd insertion trocar hard to get in and at that moment trocar let go. Another surgeon called in for consultation and repair of sclerosal tear.